Event description:
It was reported that approximately four years post port device implant, the port was allegedly unable to be aspirated. It was further reported that x-ray imaging demonstrated catheter break with distal catheter migration to the right atrium. Reportedly, the port catheter was removed via the femoral site. There was no reported patient injury post removal.

Manufacturer narrative:
Manufacturing review: a lot history review, a device history review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one MRI isp powerport device with groshong catheter split in two segments was returned for evaluation. Functional and dimensional evaluations were performed. The investigation is confirmed for catheter breakage, as the device shows a full circumferential breaking point, multiple cracks and creases, and instrument damage marks. Although a definitive root cause could not be determined, catheter embrittlement due to chemical degradation, catheter flexural fatigue over time, and/or inappropriate placement procedure and damaging the catheter using instruments, like hemostats, during placement(as there has been signs of instrument damage on both the catheter and cathlock) could have potentially caused or contributed to the reported event.

Manufacturer narrative:
The lot number for the device was provided, a review of the device history records is not required as this is the only complaint with the provided lot#. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four years post port device implant, the port was allegedly unable to be aspirated. It was further reported that x-ray imaging demonstrated catheter break with distal catheter migration to the right atrium. Reportedly, the port catheter was removed via the femoral site. There was no reported patient injury post removal.